Event description:
It was reported to philips that the unit is freezing up when using the video laryngoscope.

Manufacturer narrative:
Philips received a complaint on the tempus pro indicating that unit freezes when video laryngoscope in use. Remote work performed and it was established that this is the issue known for the philips, not limited to this device. Customer informed that to resolve the issue new version of software is needed and this is du to be implemented on the 3q of 2023. A review of the risk management file was performed. The investigation confirmed known to philips software issue. If additional information is received the complaint file will be reopened.